Event description:
Bed located in hallway with a repair note, "bed need repair don't go up or down", no injury alleged.

Manufacturer narrative:
Technician isolated the problem to head section of the bed. Head section stuck at approx 45 degree angle. Hydraulic cylinder was leaking fluid. Replace the hydraulic cylinder to resolve this issue. Bed found in hallway with a repair note.